Event description:
It was reported by the rep that the (1) sw100 was used during a laparoscopic nissen procedure.it was reported that the surgeon was using the suture assisted with the sw100 cartridge. As he tried firing, after displaying the knot deployment button, the surgeon squeezed the white handle to open the jaws. The metal piece of the sw110 that covers the bottom jaw fell off into the pt. The knot appeared to form normally with no problems. The surgeon retrieved the metal piece out of the abdomen. The sw100 was reloaded and fired an additional three times with no problems. There was no consequence to the pt.